Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician experienced difficulty placing the right atrial (RA) lead due to the patient¿s atrial anatomy. The RA lead was successfully implanted after multiple attempts. Following completion of the procedure, a chest X-ray demonstrated that the RA lead had dislodged into the right ventricle. The RA lead was subsequently explanted, the atrial port was plugged, and the device was programmed to VVIR mode. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.